Event description:
It was reported that the left ventricular lead dislodged and the patient experienced diaphragmatic stimulation. It was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.